Event description:
Pt reported that the meter to lab comparison was 124 mg/dl (ss) versus 172 mg/dl (lab), respectively (29% difference). Tests were done 60 to 90 minutes apart. No symptoms were reported. Pt did not have control solution to do control test. The meter code was not set to match test strips. Lfs representative explained proper meter code set-up. There was no allegation of harm.